Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient who was injected with [unspecified] juvéderm® voluma¿ in the cheekbones/ zygomatic region at another office now presented with "swelling and infection. In both zygomatic areas. Patient is undergoing dental treatment. Event resolved 22 days from date of onset.